Event description:
The customer reported being hospitalized due to high blood glucose. The caller stated that she had gallbladder and acute pancreatitis. The customer experienced stomach pain and was throwing up. Initially, the customer called to report that she was having difficulties when installing or removing the battery cap from the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.